Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate duration of time. No additional patient information was available. Reportedly, the pump and transmitter were covered by the customer's abdomen and not within line of sight. Reportedly, customer restarted the continuous glucose monitor (cgm) session prior to contacting tandem technical support. The customer indicated that the pump and transmitter would be positioned within line of sight, and that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support regarding the reported issue.